Event description:
It was reported that pump speaker had a malfunction alarm identified as malf 16, and issue was not related to any prior notable events. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return it using a prepaid label, and technical support arranged a replacement pump and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement device.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.